Event description:
While using an icerod plus needle the shaft of the needle collected ice. Doctor was okay with coverage and case completed with no injury to the patient. Needle will be returned for investigation.

Manufacturer narrative:
The needle was returned to galil medical for investigation. The manufacturing records were reviewed and the needle inspected with no deviations or concerns noted. The complaint was verified as the needle failed performance testing. The failure was due to a failure of the vacuum sleeve insulation. The needle was disassembled to evaluate the cause of the insulation failure. No evidence of assembly error or rough handling was observed. A corrosive hole was found on the vacuum sleeve external surface. Based on galil medical's experience, the corrosion is caused by solvents inserted into the needle shaft during electroetching marking process. A process change has been implemented to mark the needles using laser marking instead of electroetching, however, this needle was manufactured prior to the implementation of this change. Galil medical has been manufacturing vacuum insulated needles since june 2011. The failure rate of vacuum insulation failures is very low. The risk to a patient of a vacuum sleeve insulation failure is identical to the risk associated with non-vacuum insulated cryoablation needles. As the process for marking needles has already been changed, no further actions are required.